Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/15/2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A probable cause could not be determined via data.